Event description:
The customer reported the unit will not power on. The customer identified while troubleshooting, there was no 24 volts going to the power management printed circuit board assembly (pcba) and then he had no alternating circuit (ac) volts coming into unit. The customer touched the power cord and the unit started up but displayed a code autozero. The customer replaced the power cord and reconnected the cable from the data acquisition board (da) printed circuit board assembly (pcba). The unit was tested and it was returned to service. The device was not in clinical use. No patient or user harm was reported.